Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 19 and 23). Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was sent for further investigation and de-cased. Upon visual inspection, liquid contamination was observed on the pcba (printed circuit board assembly). Due to the severity of the contamination, the electronics are unable to function as intended therefore, this issue is confirmed to contamination due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted. G07002 appropriate term/code not available and d17 appropriate term/code not available have been selected as this issue has been confirmed due to liquid ingress.this also serves as a correction report as the physical investigation previously submitted was incorrectly documented. H10 has been updated with investigation results.

Event description:
A scan again in 10 error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat. Paramedics were called and who obtained a reading of 37 mg/dl on their meter and the customer was treated with glucose (via IV and oral administration) and unspecified medication and "rubbing of their thumb". There was no report of death or permanent impairment associated with this event.

Event description:
A scan again in 10 error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat. Paramedics were called and who obtained a reading of 37 mg/dl on their meter and the customer was treated with glucose (via IV and oral administration) and unspecified medication and "rubbing of their thumb". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on sensor and no issues were observed. The sensor plug was found to be seated in mount properly and the plug assembly was inspected, and no failure mode was observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection was completed, and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.